Manufacturer narrative:
No unexpected failed battery test alarms, display anomalies, low battery alerts, flashing black screen anomalies or full black segment display anomalies were noted during testing. The insulin pump passed the self test, off no power test, reset error test, displacement test, rewind test, basic occlusion test, prime test, occlusion test, and excessive no delivery alarm test. The operating currents were within specifications. The insulin pump had minor scratches on the display window, cracked display window, cracked case at the display window corners, cracked reservoir tube lip, scratched reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm failed battery test and display anomaly. Customer's blood glucose at time of incident was 112 mg/dl. Customer has tried 3 different batteries and keeps alarming failed battery test. Customer was advised to insert new aaa alkaline battery and did not receive failed battery test but it keeps flashing black screen. Customer was advised that we will send a replacement pump.